Event description:
Nausea [nausea], flushing in facial and upper body [flushing]. Case description: spontaneous report received on 19-nov-2009 from a (B)(6) female pt with a history of osteoarthritis of the knee and three previous synvisc injections about one year ago (dates unspecified), (B)(6), who experienced flushing in facial and upper body and felt nauseous after receiving synvisc-one. The pt received one injection of synvisc-one in both knees on (B)(6)-2009. The pt reported that she experienced flushing in facial and upper body and also felt nausea. She stated that the flushing started about one day after receiving synvisc-one. The pt was given prednisolone (unspecified). At the time of this report the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Eval summary - the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.